Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely the cause is related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. The cause is also likely related to a connection failure with the video connector. It was confirmed that the design of the operational amplifier of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty patient board set. Additional recommended replacement and updates were as follows: a corroded bottom chassis, there was lint/dust accumulated on the video connector pins, and the current software version 1.06 recommended upgrade to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a dark image. The issue was found during a diagnostic procedure (colonoscopy/endoscopy). The procedure and patient's anesthesia was delayed by several minutes so the doctor could carefully check that nothing was missed in the darkened image. The procedure was completed with the same set of equipment. There were no reports of patient harm. The device was returned and evaluated, and there was found to be a faulty patient board set. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. This report is related to linked patient identifier (B)(6).